Manufacturer narrative:
This ipg seral number is included in a field advisory. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
On (B)(6) 2013, the pt's ipg was returned to sjm. The explant date and reason for explant are unknown.